Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex clear eyesoft seal cuff tracheal tube had a "significant, persistent airway leak during a long case". It was reported that the cuff was intact and was checked, but leak could not be fixed. Upon extubation, a small hole was noted in the tube where the pilot tube exits the tube. No adverse patient effects were reported.